Manufacturer narrative:
Other relevant device(s) are: product ID th91d01, lot# serial# (B)(4), product type: mobile platform. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via the manufacturer¿s representative (rep), who reported they used the programmer to turn their system down to 1.6 ma before bed, and when they woke up it was set to 2.0 ma (the consumer didn¿t remember waking to turn it up). It was reviewed how to use the device to make adjustments which resolved the issue.